Event description:
The customer reported obtaining low patient results for sodium (na) involving the dxc 600 pro clinical chemistry analyzer. The customer reported the low results out of the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced tubing, electrolyte injection cup (eic) quad-ring, carbon bridge and cleaned the flowcell to resolve the issue. The fse suspected the primary cause was due to a carbon bridge, however, could not be certain, therefore, replaced multiple parts to resolve the issue. The fse performed ise calibration, precision, and quality control, which all passed. Analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).